Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 583 mg/dl. Customer was treated with insulin pump. Customer had blood glucose level of 551 and 555 mg/dl. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshooting. Customer stated that the cannula was straight. The insulin pump will not be returned for analysis.